Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarms or frozen display observed during analysis. Cracks to the case, reservoir tube lip, battery tube threads and display window noted during visual inspection.

Event description:
The customer received a button error alarm on her insulin pump. The customer's blood glucose was at 337 mg/dl. The caller stated that the insulin pump was frozen and she was unable to clear the alarm, then the battery was removed. Customer was advised to discontinue use of the device and revert to backup plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.